Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller stated that when he put on the site, the IV preparation he uses was not sticky enough, was falling out the plastic part and was bent. The customer stated that he threw up multiple times prior being admitted, and they thought it was a food virus. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Checked the alarm history and found a no delivery alarm. The caller mentioned changing the infusion set every three to four days. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.